Event description:
Customer reported he experienced high blood glucose of 483 mg/dl. It was reported that the display on the insulin pump is blank. Customer changed the battery and the display went blank. Every battery that he has placed in led to blank display or battery out limit. Customer stated he had gone through 12 batteries in the last day. It was stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display returned. Current blood glucose is 192 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.